Event description:
User experienced leak from the analyzer and onto the floor. No patient samples were affected and operator was not harmed. The field service representative determined a hose had popped off of the pump. He reseated the hose and tightened the clamp.